Event description:
It was reported there was high impedance on contact 0. No action was required as a result and no troubleshooting was performed. The issue was not resolved and the cause was not determined. The patient was implanted for essential tremor on the right side. The impedance check was performed and the results at 3.0v were: c <(>&<)> 0-10772, c <(>&<)> 1 -800, c <(>&<)> 2- 822, c <(>&<)> 3- 795, 0<(>&<)>1-15207, 0<(>&<)>2-16927, 0 <(>&<)>3-17790, 1<(>&<)>2-968, 1<(>&<)>3-1119, and 2<(>&<)>3-965. Therapy impedance was 582 ohms. The patient was not able to have the MRI done because of the high impedances. The patient didn¿t have any falls or trauma. The patient wanted an MRI because he wanted the other side to be implanted. The last programming the patient had was 15 months prior to report. The settings were not affected by the high impedance and everything functioned properly. The patient status at the time of report was alive with no injury. When they performed the impedance test at 1.5 and 3v the patient felt a shocking sensation. Additional in formation received reported the shocking sensation was device related because it occurred during electrode impedance testing but not with therapy impedance testing. The patient received effective therapy but they still had a little tremor. When his device was off his tremor was a lot worse. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # j0546484v, implanted: (B)(6) 2005, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).